Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a previously known o positive pt is forward typing as an o negative on the tango optimo. The rh type was repeated by tube testing and yielded a positive result with seraclone anti-d 226 at immediate spin. The pt's sample was sent in for investigational testing but none of the supposedly defective product erytype s abd rev a1 and b has been returned. Testing in our qc is still ongoing. There is no indication for a malfunction of the affected tango optimo.